Event description:
It was reported the patient had a non-device related fall two days after the spinal cord stimulation (scs) trial lead implant procedure. The following day, the patient experienced excessive bleeding and paralysis in both legs. The patient was hospitalized, and it was found that the patient had a hematoma from the level t9-l2 vertebrae. The trial leads were explanted, and a laminectomy and decompression were performed. The physician assessed the event to be not related to the device or procedure, but the result of the fall and the fact that the patient started blood thinners although not advised to do so. Additional information was received clarifying the hematoma was from the level t7-l2 vertebrae, and the patient experienced paralysis from the chest down. X-ray imaging was done to check for bone fractures. The physician that performed the explant of the trial leads assessed that the non-device related fall had not been the cause of the paralysis, but instead, found it to be related to the leads. That physician further stated that the patient was not the ideal candidate for the trial to begin with due to his high risk for blood clots. The previous assessment of the event was provided by the implanting physician.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 7081505.

Event description:
It was reported the patient had a non-device related fall two days after the spinal cord stimulation (scs) trial lead implant procedure. The following day, the patient experienced excessive bleeding and paralysis in both legs. The patient was hospitalized, and it was found that the patient had a hematoma from the level t9-l2 vertebrae. The trial leads were explanted, and a laminectomy and decompression were performed. The physician assessed the event to be not related to the device or procedure, but the result of the fall and the fact that the patient started blood thinners although not advised to do so.